Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures five years and five months post implantation after undergoing a computerized tomography (CT) scan which revealed the patient had blood clotting which extended to the filter. The patient reports to have blood clots, clotting and occlusion of the inferior vena cava (ivc) and to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient has a history of morbid obesity, immobility and deep vein thrombosis (dvt). Prior to the filter placement, the patient had undergone a gastric bypass and was hospitalized for a leak. It is noted that the patient was immobile and due to the prior dvts in the past, the patient was referred to have the filter placed. During the implantation procedure via the femoral vein, the filter was deployed over the inferior aspect of the l3 body. The patient tolerated the procedure well and had no immediate complications. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, metal anguish, anxiety and stress. The indication for the filter implant was a patient that underwent gastric bypass surgery for morbid obesity, and is now hospitalized for a leak, is very immobile and has a history of deep vein thrombosis (dvt). Because of the excessive risk factors and request for filter implant was made. The filter was placed via the right femoral vein and deployed over the inferior aspect of the l3 body. The patient tolerated the procedure well and had no immediate complications. Approximately five months post implant the patient submitted or a computed tomography (CT) scan which noted blood clotting in the ivc which extended to the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided is it not possible to draw a clinical conclusion as to what factors may have contributed to the reported events. A device malfunction has not been reported at this time. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis. The information also indicated that as a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided and no post implant imaging available for review the reported events could not be confirmed or further clarified, nor is it possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has a suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.